Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer had already tried troubleshooting steps, but the issue persisted. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.